Manufacturer narrative:
The device was returned for inspection where it was determined the issue was due to incorrect software settings. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. A report of lost/intermittent wireless issues with the eli380 could result in a delay or failure of the cardiograph to perform in a suboptimal state resulting in a possible inability to use the cardiograph. After consideration for potential harms and worst-case scenarios, adverse health consequence is reasonably expected to result from this issue.

Event description:
Customer reported intermittent network issues on the eli 380.

Manufacturer narrative:
Device inspection is pending at the facility a final report will be submitted upon completion of the investigation.

Event description:
Customer reported intermittent network issues on the eli 380.